Manufacturer narrative:
A product investigation is in progress.

Event description:
Sizeable piece inside of me - vagina [foreign body in reproductive tract] . Tampons fall apart [device breakage]. Tampons fall apart while pulled them out [complication of device removal] . Case narrative: consumer reported via email that the tampon fell apart during removal. No serious injury was reported.

Event description:
Sizeable piece inside of me - vagina [foreign body in reproductive tract]. Tampons fall apart [device breakage]. Tampons fall apart while pulled them out [complication of device removal]. Case narrative: consumer reported via email that the tampon fell apart during removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.